Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation in the standard care group (n=40) underwent repeat ablation and experienced a post-procedural transient ischemic attack which possibly related to nonabsorption of her oral anticoagulant agent due to vomiting. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿pulmonary vein re-isolation as a routine strategy regardless of symptoms the pressure randomized controlled trial¿ the purpose of this study was to determine whether a strategy of early re-isolation of pulmonary vein reconnection in all patients, regardless of symptoms, would reduce the recurrence of atrial fibrillation and improve quality of life. Smartouch thermocool ablation catheters were used in this study, however catalog and lot number is unknown.